Manufacturer narrative:
The insulin pump had unexpected pump errors during self test, high sleep current measurement and pump error after monitoring for several minutes. Detailed trace analysis confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electronic board. After disconnecting and reconnecting the internal battery connector at electronic board. The insulin pump was monitored and no unexpected pump errors during self test, or sleep current measurement within range noted. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call power error detected alarm on the insulin pump. Customer¿s blood glucose level was 71 mg/dl. Troubleshooting for power error detected alarm was performed. Customer was advised to insert a new battery, clear the alarm, update the date and time and to complete the reservoir and tubing process. The issue remained and recurred within 4 hours. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.